Manufacturer narrative:
The build lhr for cdl-637l adz825 1346316 was examined including the final inspection records and the in-process measurements. There were no relevant ncmrs associated with this lot. The device met the m6-c product specification including the axial stiffness and flexural resistance specifications. Risk assesment has been performed and no new risks have been indentified. Rmf 0003 rev 36 line 15 - failure to relieve symptoms including unresolved pain rmf 0003 rev 36 line 12.75 - device explanted based on the inspection of the retrieved m6-c, in conjunction with the clinical data, and the provided information, the device showed clear evidence of in vivo mechanical failure. The device had collapsed, the endplates were fractured with pieces missing, the sheath was not present, the majority of the fiber construct was not present, and the core was damaged and not retained at the time of removal. It was noted that the device in this report was located distal to a four-level fusion, at c7-t1. The m6-c is not indicated for use at this level. While it was not possible to determine the sequelae of events that led to the removal of this device, the use of this device at an inappropriate level, directly inferior to a four level fusion, likely contributed to the failure of this pe.

Event description:
Information provided states patient had m6-c implanted at c7-t1 in (B)(6) 2020. Following a 360 lumbar fusion procedure in (B)(6) 2022, the patient awakened from anesthesia with shoulder and arm pain. The patient continued to report worsening symptoms and cervical spine images were obtained. Images showed a collapsed m6-c device at the c7-t1 level. The m6-c device was removed on (B)(6) 2023. The patient was asymptomatic prior to the lumbar spine procedure.

Event description:
Information provided states patient had m6-c implanted at c7-t1 in (B)(6) 2020. Following a 360 lumbar fusion procedure in (B)(6) 2022, patient awakened from anesthesia with shoulder and arm pain. The patient continued to report worsening symptoms and cervical spine images were obtained. Images showed a collapsed m6-c device at the c7-t1 level. The m6-c device was removed on (B)(6) 2023. The patient was asymptomatic prior to the lumbar spine procedure.

Manufacturer narrative:
The build lhr for cdl-637l adz825 1346316 was examined including the final inspection records and the in-process measurements. There were no relevant ncmrs associated with this lot. The device met the m6-c product specification including the axial stiffness and flexural resistance specifications. Risk assesment has been performed and no new risks have been indentified. Rmf 0003 rev 36 line 15 - failure to relieve symptoms including unresolved pain rmf 0003 rev 36 line 12.75 - device explanted.